Manufacturer narrative:
Physio-control evaluated the customer's device but was also unable to duplicate the reported issue. As a precaution, physio replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised physio-control that they had evaluated their device but was unable to duplicate the reported issue. The customer requested that physio also examine the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not complete the charge cycle, in order to shock, on two (2) occasions during an event involving a patient. The biomedical engineer advised that the device was connected to an ac power source during the event. Medical personnel advised that they had charged and shocked the patient approximately 20 times during the event due to the patient's condition. During two (2) of those attempts, the device stopped charging before it had reached a full charge. Medical personnel then pressed the charge button again and were able to successfully charge and shock the patient. Additionally, medical personnel advised that the device would intermittently not shock when the shock button on the device was pressed. A backup device was available in the room where the event took place; however, medical personnel did not feel the need to use it and continued to use their device. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.